Manufacturer narrative:
(B)(4). Visual inspection of the returned device found core wire was detached from the links. Functional inspection found the jaws/cups were not able to open or close. Based on all available information, it is most likely that due to operational factors such as user technique and handling during procedure that the detachment of the links was generated. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2019. According to the complainant, on the second time that they used the coredx biopsy forceps, the core wire has disconnected from the links of the jaws. The forceps was removed from the patient and another coredx biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; jaws failed to close.